Event description:
It was reported to philips that the device's paddles were not discharging. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed functional and internal tests. Based on the information available and the testing conducted, the cause of the reported problem was worn external paddle. The reported problem was confirmed. The device was operational after replacing the external paddles.

Manufacturer narrative:
The fse evaluated the device on site and determined this was a malfunction of the external paddles. The fse replaced the external paddles resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the external paddles. The reported problem was confirmed. The fse replaced the external paddles resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the paddles were not discharging. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.